Event description:
Add'l info rec'd from rptr 11/1/00: oxidation of poly component.

Event description:
Co notified dr that the shelf-life of unit had reached its maximum. Device had been mfg in 1993. Pt went through 22 months of agony from pain and discomfort and swelling of knee. Fluid was withdrawn but came back within 8 hrs. Dr didn't know what the problem was. Only after device was removed and a full implant implanted was dr notified that there was a problem with device. Pt was made to understand that the knee was going to last 10-15 yrs. Pt now has been told that the knee was sterilized using gamma-rays and then placed into some kind of bag. Evidently something caused co to notify dr that after a period of time the plastic portion of the knee will disintegrate. Pt is aware of a report that in great britain there apparently is a law barring surgical use of "poly" with a shelf-life exceeding 5 years and apparently there is a move to bar its use after only one year.